Event description:
It was reported that during a procedure the fiber emits frontal beam instead of side beam. The procedure was completed successfully with a new fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the fiber did not identify any defects. Microscopic examination identified a proximal fracture of the tip along with a distal circumferential fracture of the tip. The metal cap exhibited mild debris adhesion on its surface and the glass cap exhibited mild devitrification at the output window, indicative of tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Further functional testing to verify the forward firing output rate showed that it was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the forward firing as or the identified distal circumferential fracture as the forward firing rate was below the threshold for potential patient harm. Based on analysis result, the interaction between the user and device, or sample, caused or contributed to the observed fiber damage and reported event. It is possible that debris adhesion found during analysis of the returned fiber contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that during a procedure the fiber emits frontal beam instead of side beam. The procedure was completed successfully with a new fiber. There were no patient complications.

Event description:
It was reported that during a procedure the fiber emits frontal beam instead of side beam. The procedure was completed successfully with a new fiber. There were no patient complications.

Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.